Event description:
It was reported that the pt was experiencing an underdose with non-specific withdrawal symptoms. It was further reported that a dye study had been performed at a different facility and that they had been unable to access the catheter access port. The pt was currently on unspecified oral medications which were not relieving the pt's symptoms. A follow-up report will be submitted if further info becomes available.